Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 04/28/2025, the following additional information was obtained by the quality engineer (qe) team investigation: upon visual inspection no significant scratches or dents were seen with the front bezel in decent condition. Erbe unit that was placed on a system and was run in normal mode, one out of two bipolar socket instruments were not detected. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the possible related system errors; 25913 - erbe error: c-38 which indicates a hf current measurement value was too low in on state; m-18 which indicates a cpu and sensors internal timeout. The probable root cause of this issue is attributed to defective generators due to voltage issues. This issue can be resolved by using a back-up generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the error and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, but the reported failure (error c-38) could not be reproduced on erbe connected to system. Remotefe showed (25913 c-38 errors 2/27/2025) confirming the fault occurred in the field. The probable root cause is attributed to component failure of the unit based on the failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported a c-38 erbe error happen during surgeon using bipolar. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer used the other electrosurgical unit (esu). They stopped using the integrated electrosurgical unit (iesu) erbe. Both bipolar ports were abandoned. The patient was a male. 31 years 7 months 23 days old born on (B)(6) 1993. Tests performed on (B)(6) 2025.